Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the ams elevate were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat pelvic organ prolapse, stress urinary incontinence, and rectocele concurrently with ams elevate, cystoscopy, pubovaginal sling, rectal exam, and rectocele repair with sacral spinous fixation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and recurrence. It was reported that the patient underwent a transurethral coaptite implantation due to failed sling/persistent stress urinary incontinence on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency, urgency, and urinary tract infection.